Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received in its original outer packaging and original packaging jar, fully submerged in clear unknown solution. As received, leaflets 1 and 3 were observed in the closed position while leaflet 2 appeared predominantly closed with a small gap between its free margin and the other two leaflets. All leaflets appeared discolored consistent with prior blood contact. The leaflets exhibited minor wrinkling and creasing yet remained intact. All commissures appeared intact. All sutures appeared intact with no visible damage. The frame exhibited no damage such as bends or kinks. To assess the central regurgitation allegation, the valve was subjected to steady flow testing for both forward flow and back pressure. The valve was able to complete both tests, and the still images below indicate the valve coapts properly. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. During the attempted implant, paravalvular leak (pvl) on the non-coronary cusp (ncc) side and central aortic regurgitation of unspecified severity were observed. Subsequently, the transcatheter valve was not implanted. It was noted that a 10 minute procedural delay occurred. Additional information was received that moderate regurgitation was observed on fluoroscopy but it was difficult to determine how much was pvl versus central regurgitation. A new valve was used without issue to complete the procedure.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-34}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {n/a}; explant date: {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification which was standard for the implanting physician. During the attempted implant, paravalvular leak (pvl) on the non-coronary cusp (ncc) side and central aortic regurgitation of unspecified severity were observed. Subsequently, the transcatheter valve was not implanted. It was noted that a 10 minute procedural delay occurred.